Event description:
It was reported as a general complaint by the customer that a blue fiber was observed in the patient's eye after the implantation of some preloaded intraocular lenses (iols). The injector, which is also blue, is suspected to be involved in this issue. The injector will be kept for investigation. There is no further information available at this time regarding the incident.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.